Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure the pump was cycled several times during preparation of the device and during procedure. During the last cycling before closing the pump would not transfer fluid to the cylinders due to unknown reasons. Troubleshooting techniques were attempted to no avail. The pump was then removed and replaced with a new component. There were no clinical consequences to the patient and the procedure was completed successfully.